Manufacturer narrative:
The field service engineer (fse) did not provide details for service. Root cause is undetermined. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that blood was leaking from the secondary probe of the coulter lh 500 instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or connected with this complaint.